Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. The customer¿s blood glucose level was 139 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.